Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Upon reassessment of the reported event, it was determined to not be a reportable event since this was found upon opening rather than "during use". The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Received; however, not yet evaluated.

Event description:
It was reported that the device was not functioning correctly when the device was first opened. Return of the mesher confirmed the comb was bent. The harvested graft was useable; however, the right side of the mesher couldn't be used properly. No patient involvement. No adverse events have been reported as a result of the malfunction.